Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three weeks post implant of the implantable cardioverter defibrillator (ICD) system, the patient was evaluated in the emergency department for shortness of breath, a productive cough, hemoptysis and was experiencing bilateral lower extremity swelling. A chest computerized tomography (CT) revealed pneumonia with extensive bilateral pulmonary parenchymal involvement and multiple pulmonary emboli, including extensive right lower lobe emboli (lobar, segmental, and subsegmental branches) and segmental/subsegmental emboli in the left lower lobe. The patient was started on broad-spectrum antibiotics and intravenous blood thinners. The patient developed cardiogenic shock and encephalopathy. At this point the patient¿s family changed the patient's status to do-not-resuscitate, no aggressive measures. The patient continued to decline and passed away five days later. The patient is a participant in a clinical study.